Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The long lesion was located in the calcified left anterior descending (lad) artery. A vl 3.5 non-bsc guide catheter engaged the left coronary. The lesion was predilated with 1.5-3.0mm apex balloons. Next a 3.5x28mm promus element stent delivery system (sds) was advanced to treat the proximal to mid lad but it would not cross the lesion. The device was removed and it was noted that the stent was damaged and "mangled in appearance." To complete the procedure, the physician exchanged the guide catheter and advanced a new 3.5x28mm promus element sds to the lesion and deployed the stent. No patient complications were reported and the patient's status is stable. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).